Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient has occasional pain. As per the x-ray images the patient has an lfit accolade stem and v40 head. Patient wants to know if devices are part of recall and would like to be reimbursed for the medical bills as well as the revision surgery if it needs to take place.

Manufacturer narrative:
An event regarding pain involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Further information such as clinical past medical history, serial x-rays, examination of explanted components are needed to complete the medical assessment. . Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that the patient has occasional pain. The event could not be confirmed nor the root cause determined. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. Further information such as clinical past medical history, serial x-rays, examination of explanted components are needed to complete the medical assessment. The subject device has been identified to be within scope of an nc and CAPA. Lot specific voluntary recall (B)(4) was initiated for the lfit v40 cocr heads within scope of the nc and CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported that the patient has occasional pain. As per the x-ray images the patient has an lfit accolade stem and v40 head. Patient wants to know if devices are part of recall and would like to be reimbursed for the medical bills as well as the revision surgery if it needs to take place.